Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump alarmed in aorta was noted. Impella could not be repositioned due to aortic stenosis. Therefore, the impella was explanted.